Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The 100% stenosed target lesion was located in severely calcified and moderately tortuous unspecified vessel. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced and unable to cross the lesion. The catheter was removed and the product was completed with a non-bsc device. No patient complications were reported and the patient status was good. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with a shelf box, product pouch and carrier tube (hoop). There was blood in the hub, inflation lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically examined and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall .5mm from the proximal end of the distal markerband was revealed. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).